Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming "no disposable." The alarm had been silenced, the settings reviewed, and the clamp closed. The patient had explained that the tubing had been leaking throughout the night, specifically at a red piece, and he was uncertain whether it could be tightened. The pump had been powered off, and the patient had been advised to contact the clinic when it opened for further assistance. The event occurred while in use with a patient and no patient harm was reported. Associated tubing complaint documented on (B)(6).

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported the pump had been alarming "no disposable." The tubing has been leaking all night. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.